Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, aortic dissection was diagnosed from the aortic arch to the descending region via echocardiogram. Subsequently, at an unknown duration post-implant echocardiogram was performed; dissection cavity was smoothly thrombosed. Eight months and twenty-two days following the valve implant procedure, the patient was reported to be recovering. No intervention or adverse patient effects were reported. Additional information was received that nine months post-implant, the patient was hospitalized for rehabilitation and symptomatic therapy due to progressive renal cancer. Seven days later, cough was noted, and an inflammatory reaction increased five days later. Chest x-ray imaging revealed no clear images of pneumonia; however, clinical symptoms of pneumonia were observed, and administration of antibacterial drugs were initiated. It was noted that the patient stopped eating and started a dysphagia diet subsequently. Ten months and eight days eight days post-implant, the patient developed fever, but no clear pneumonia was detected on the computed tomography (CT) scan; antibiotics were initiated for a urinary tract infection related to the bladder indwelling catheter. At the same time, local progression of renal pelvis cancer was observed on CT scan. After antibacterial medication was started, fever resolved and inflammatory response decreased, but peripheral infusion was started due to poor food intake, and diuretics were skipped due to low systolic blood pressure of 60 mmhg. As a result, the infiltrative shadow appeared on posterior chest x-ray, and the urine volume was approximately 100 ml/day, so it was believed to be an acute worsening of chronic heart failure. Five days later, a diuretic was initiated. Even afterstarting diuretics, there was no urine response and sinus bradycardia appeared, and death was confirmed. Death was due to multiple organ failure, as the decrease in effective circulating blood volume due to cardiac and renal failure was thought to have progressively led to cerebral ischemia and respiratory arrest. The cause of death was multiple organ failure. There was no evidence to suggest that the valve or its function contributed to the patient's death. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's death.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us (0011008747); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.